Manufacturer narrative:
H6 codes have been updated to reflect conclusion of the investigation.

Event description:
A company representative reported that the head of a yukon oct polyaxial screw fractured from the shank of the screw intra-operatively. The procedure was completed successfully with a thirty minute surgical delay and with the screw shaft remaining in the patient.

Event description:
A company representative reported that the head of a yukon oct polyaxial screw fractured from the shank of the screw intra-operatively. The procedure was completed successfully with a thirty minute surgical delay and with the screw shaft remaining in the patient.